Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis (fa) performed a visual inspection, and no problems were found related to reported issue. Fa checked and verified error 26024 in the logs and then installed universal surgical manipulator (usm) on an in-house system and then powered on. During power up, no errors or failures occurred. After instruments were installed, no errors or failures were found during the drive. Instruments were removed, fa performed power cycles and drove system several times with no failures. Further investigation was performed on this unit. The usm was installed onto a patient site cart (psc) fixture test platform (pftp) where it passed with no issues. A gearbox inspection was also performed, where no issues were found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that universal surgical manipulator (usm) 1 insertion axis was not free to move. The caller stated that the carriage on usm 1 was stuck and it would not move. The caller stated they have a message insertion axis not free to move, and the leds on usm 1 were flashing in orange. Tse viewed system logs and saw a 26024 error on usm 1. The caller stated the drape pouch was not getting stuck in the arm rail. The caller looked for other obstructions in the arm rail and could not see anything obstruction. The caller performed a hard reboot on the system, and when it powered back on the issue remained and the message insertion axis not free to move. The caller clutched and tried physically moving the carriage and it unjammed. There was no patient involvement.